Manufacturer narrative:
Correction: the previous or initial MDR submitted on 11 september 2020 was filed inadvertently. No serious injury has occurred. This report is submitted on 7 october 2020.

Manufacturer narrative:
This report is submitted on september 11, 2020.

Event description:
Per the clinic, the patient experienced pain and edema at the magnet site, following a magnet dislodgement during an MRI on (B)(6) 2020. Additional information has been requested but has not been made available as of the date of this report.